Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tsh assay results for 1 patient on a cobas e 411 immunoassay analyzer compared to two competitor assays. On (B)(6) 2024, he initial tsh result was 8.54 uiu/ml. On (B)(6) 2024, the sample was repeated and the repeat result was 8.71 uiu/ml. The sample was also tested using two competitor assays. The first competitor riac assay result was 3.193 uiu/ml. The second competitor elfa assay result was 3.3 uiu/ml. The exact dates of testing of the competitor assays was not provided. The customer stated that the results are not presenting the same clinical interpretation. The roche reference range is 0.270-4.20 uiu/ml. The elfa competitor assay reference range is 0.4- 6.2 ulu/ml. The reference range for the riac competitor assay was not provided.

Manufacturer narrative:
The sample was requested for investigation but was not provided. The investigation did not identify a product problem. The root cause of the event could not be determined.